Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that a patient who received a transcarotid artery revascularization (tcar) in (B)(6) 2020 suffered a femoral vein and iliac deep vein thrombosis and pulmonary embolism. The reported event of deep vein thrombosis and pulmonary emboli in the femoral vein after the completion of a tcar procedure is a procedural complication, where the removal of the device and pressure on the groin may have caused localized damage resulting in an emboli. This outcome is unique to the tcar procedure, which accesses the femoral vein, compared to alternative carotid artery disease treatments commercially available, which access the femoral artery. No further information has been made available regarding this reported event.